Event description:
It was reported by the patient's attorney that allegedly on (B)(6) 2012, the patient underwent right total hip arthroplasty and was implanted with an lfit cocr v40 femoral head and an accolade tmzf hip stem. It is further alleged the patient was revised on (B)(6) 2022, due to disassociation of the femoral head from the stem.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem that was mated with an lfit v40 cocr head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to stem-head disassociation. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.